Event description:
Biomedical engineering department reported an infusion pump that did not alarm upstream occlusion during patient use. A primary infusion of dobutrex was started at a rate of 51ml/hr and reportedly four hours later the nurse noted the pump appeared it was infusing but the medication was not being delivered. The pump showed 194ml infused when the bag was still full. Reportedly, the drip chamber of the tubing (product code unknown) had collapsed and there was no upstream occlusion alarm to notify the nurse of the problem. The nurse reported the patient's blood pressure was low but no medical intervention was required. According to the hospital representative, no patient injury has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient demographics or diagnosis. No additional contact information was available.